Event description:
After surgeon inflated balloon and then began removing it from the preperitoneal space balloon came off the device. Clamp used to remove balloon from abdomen. No injury to pt. Item mailed by surgery to co in 03/2002. Once again surgery informed on proper procedures.